Manufacturer narrative:
(B)(4). On (B)(6) 2021, customer alleged pump had a hardware low level failure alarm. The insulin pump passed the displacement test, however pump failed the self test. Successfully downloaded history files and traces using thus. Hardware low level failure alarm was found in the history file on (B)(6) 2021 at 14:46 and (B)(6) 2021 at 14:44, 14:47, 14:48, ambient light failure (variable 3). Keypad overlay was peeled and traces of u1 on the keypad assembly were examined and found broken trace at pin 6. The following were noted during visual inspection: cracked retainer, keypad overlay texture damage, pillowing keypad overlay, and cracked reservoir tube lip. In conclusion, customer allegation of pump error 63 confirmed with ambient light failure (variable 3) where traces of on the keypad assembly were examined and found broken trace at pin 6. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had hardware low level failures alarm. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.